Event description:
A report was received that a patient underwent a pocket revision due to pain at the pocket site. The ipg pocket was moved to the patient's abdomen and the physician implanted one lead extension. The patient was reportedly doing well and no longer experiencing pain.

Manufacturer narrative:
This is a final report.